Event description:
During an in clinic follow up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which was determined to be normal.